Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer stated that battery life was diminished to week or two and insulin pump only accepts energizer lithium battery. Customer stated temp basal settings could not be adjusted and insulin pump resets factory specs. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.